Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented with an episode of vf, noise on both atrial and ventricular leads, and an aborted shock. Hv lead impedance measurement was low. The decision was made to turn off defib therapy. Patient will be scheduled for lead revision and x-ray.